Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that promark endo motor not running correctly, slow on all settings. No injury.

Manufacturer narrative:
Evaluation received from aseptico - see attached report. Opening comments by (B)(6) : their unit is not performing as it should. They replaced the motor and it is still not working properly sending foot pedal closing comments: *console* replaced the power board, tested okay motor*, *foot pedal*, and the *pwr cord* tested okay complete date: 5/13/2024 initials: (B)(6).